Event description:
It was reported that "optics defective, blurry". No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during investigation, the reported issue "optics defective, out of focus" could be confirmed. The image produced by the optics is blurred in the lower part of the image. There is a dent in the shaft caused by mechanical damage. The optics shaft itself is bent. Due to the bent shaft and the impact mark found, it can be assumed that this damage is responsible for the blurring. The damage was most likely caused by clinical use or clinical reprocessing and was not caused by a production/manufacturing defect. The event is filed under internal karl storz complaint ID: (B)(4)".